Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to loss of capture. The cause of loss of capture was not determined. No additional adverse patient effects were reported.